Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No keypad anomalies were noted. All of the buttons functioned properly. However, corroded keypad traces were noted due to moisture damage. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked display window, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads, a cracked belt clip slot, a stained end cap sticker and stained address and serial number label.

Event description:
It was reported the insulin pump had some issues. Customer's spouse did not know customer's blood glucose level. The act button on the device only works intermittently. Customer's spouse does not recall any significant event that may have caused the keypad issue. Customer's spouse was advised to discontinue use of the device and revert to back up plan. No further info reported.